Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced repeated scan errors when attempting to start a freestyle libre 3 plus sensor with the ilet system, traced during support to a pairing issue where the ilet was not connected in the mobile app and required bluetooth re-pairing and app reinstall before successful scanning; this aligned with intermittent communication failure associated with the device¿s antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between components that resulted in intermittent communication, associated with the electrical and magnetic domain and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.